Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The patient reported that the infusion tubing did not screw in properly at the luer lock and is alleging there is a defect with the tubing. The patient experienced elevated blood glucose levels. No adverse event was reported. The lot number was not provided. The infusion set was requested to be returned for product evaluation.